Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip cover accessory instrument associated with this complaint and completed investigations. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measure 4.75 mm in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. The probable root cause of a damaged tip cover is attributed to either improper installation onto the instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory has broken at the end / cracked and also the plastic has melted at the opposite end. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory cracked/broke multiple times across several procedures. The same issue occurred three times during same operation.